Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 487 mg/dl. Customer mentioned that she was trying to correction bolus. Customer was assisted to perform correction bolus. No further details given. Insulin pump will not be returned for analysis.